Manufacturer narrative:
Additional information received on (B)(6) 2017. This customer's returned on/off switch was tested and no failures were identified.

Event description:
The customer reported an unknown restart occurrence at power up. No patient involvement was reported.